Manufacturer narrative:
Reported event of ¿low battery status¿ was confirmed. Remaining longevity indicator bar showed battery low when it was received. Review of the device image indicate there was a eri alert triggered consistent with exposure to cold temperature. Eri flag was cleared and the battery status bar was able to display the correct battery status. Electrical, and mechanical analysis performed indicated normal functionality, and voltage was still with normal range of operation. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that insertable cardiac monitor (icm) was interrogated and reflected low battery status. No patient was involved.